Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a procedure delay occurred. It was reported that when thermocool® smart touch® sf bi-directional navigation catheter was in the patient's left ventricle (lv), the force reading suddenly jumped up while the catheter was sitting in the blood pool. Re-zeroed and kept using it as the physician didn't want to change it. 5 minutes later the same thing happened and again the physician didn't want to change the catheter. Mapping continued, when the physician came on to ablation, there was a high current error and ablation couldn't be performed. A new catheter cable was given, and the problem persisted. The thermocool® smart touch® sf bi-directional navigation catheter replaced and ablation worked. Surgery was delayed due to the reported event for 30 minutes. The procedure was successfully completed. No patient consequences. The high current error displayed was on the carto 3 v7 system. They didn¿t take note of the exact error number, but it was a current leakage error. The consultant reported they thought the product problem contributed to the failure of the procedure, although the patient was not seriously injured by the issues. There was no surgical site infection noted due to the delay.

Manufacturer narrative:
On 4-jan-2023, additional information was received indicating the patient did not require extended hospitalization because of the adverse event. There was no surgical site infection noted due to the delay of 30 minutes. Patient¿s current status was not updated. A smartablate generator was used during this case. There was no blood loss due to issue. On 9-jan-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a procedure delay occurred. It was reported that when thermocool® smart touch® sf bi-directional navigation catheter was in the patient's left ventricle (lv), the force reading suddenly jumped up while the catheter was sitting in the blood pool. Re-zeroed and kept using it as the physician didn't want to change it. 5 minutes later the same thing happened and again the physician didn't want to change the catheter. Mapping continued, when the physician came on to ablation, there was a high current error and ablation couldn't be performed. A new catheter cable was given, and the problem persisted. The thermocool® smart touch® sf bi-directional navigation catheter replaced and ablation worked. Surgery was delayed due to the reported event for 30 minutes. The procedure was successfully completed. No patient consequences. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).